Event description:
User became trapped under a desk after the wheel chair joystick became lodged under the desk surface. The joystick on this particular chair was, at the time of the incident, a center mounted type that sits directly in front of the user. The report alleges that entrapment of the joystick lever resulted in the product driving forward under the desk and prevented the device from being turned off by the caregiver. User was rendered unconscious and required CPR. User has fully recovered and is currently using device.